Manufacturer narrative:
Block b3: exact date unknown, event occurred in may 2023. Block d6b: explant date: (B)(6) 2023.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.